Event description:
The initial reporter alleged a discrepant anti-hcv g2 elecsys e2g 300 v2 result for one patient sample tested on a cobas e 801 analytical unit. The initial result was reactive with a value of 248 coi on (B)(6) 2022 at 10:31:53. A retest of the same tube on the same module was also reactive. However, repeated testing of a duplicate sample on the same module and on a different cobas e 801 module produced non-reactive results, including a repeated result of 0.0353 coi at 11:05:01 on the same day. The customer repeated all duplicates of this sample, and all results were non-reactive.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the anti-hcv g2 elecsys e2g 300 v2 assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges. No alarms were observed on the analyzer at the time of the event. The root cause was attributed to the inherent nature of screening assays, where initial reactive results may occasionally be followed by non-reactive results upon repeat testing. Pre-analytical factors, such as centrifugation time, were noted, and the customer was advised to follow the tube manufacturer's recommendations for optimal sample preparation. The device remained in operation at the customer site.